Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative replaced the f11 and f12 fuses. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding an imaging system outside of a procedure. It was reported that the mobile view station (mvs) was not turning on and that the fuses were blown on the system. There was no patient present.